Event description:
It was reported that the patient was told to stop wearing their hard contact lenses three (3) weeks prior to testing/eye measurements (for cataract extraction). The patient removed their hard contacts just before the testing/eye measurements were done and thus giving completely inaccurate corneal measurements. The doctor decided to explant the lens as it was determined that it was an incorrect power lens implanted due to the patient unknowingly wearing their rigid contact lenses that dramatically changed the k readings. Lens was implanted (B)(6) 2014, and then explanted on (B)(6) 2014. The lens went from a zmb00u0150 to a zmb00u0060. The doctor opened the original incision, and the lens was cut to remove. No patient harm or injury was reported. New implant was successful.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was visually inspected under microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens that could be related to the handling the lens in a non-sterile environment. One of the haptic was observed broken and the optic had a large cut; both observations could be related to the explant process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. Miq (measurement iol quality) inspection: all records found to be in order. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.